Event description:
A diamondback 360 coronary orbital atherectomy device (oad) was used to treat the mildly calcified, moderately tortuous 40-50% stenosed left anterior descending artery and mildly calcified, moderately tortuous 60% stenosed left circumflex artery without incident. During treatment of the mildly calcified, moderately tortuous 70-80% stenosed right coronary artery, it was observed the viperwire advance guide wire had damage to the radiopaque portion. The viperwire was attempted to be exchanged for a workhorse wire and a microcatheter, but the distal portion of the viperwire disengaged in the distal part of the artery. A workhorse wire was used to snare the fractured component. A stent was placed in the right coronary artery to complete the procedure. No further complications were reported. The patient was in stable condition.

Manufacturer narrative:
The material inspection review for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).